Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. A customer obtained a sensor reading of 53 mg/dl and self-treated with a glucose pill. The customer felt symptom of hunger, an unspecified high reading was obtained, and the customer was treated with insulin (dose/type unknown) by his mother as he was unable to self-treat. There was no report of death or permanent injury associated with this event.